Event description:
It was reported that during a vats lobectomy procedure, on the second firing, the device made a strange sound and no staples formed. The staples were completely unformed. They were intersecting with an existing staple line. An ec60 with a gold reload was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.